Manufacturer narrative:
This was reported in error and is being retracted since it is now known that the product is a pfr. Depuy is not the manufacturer or supplier of this product.

Manufacturer narrative:
H10: this report was submitted in error. Depuy is not the manufacturer or supplier of this product. Please disregard this report.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was inserting the offset reamer handle, he used a lot of force trying to get the reamer into the acetabulum and the reamer broke at the juncture to where it connects to the chuck. All pieces were recovered no time was lost in surgery.